Manufacturer narrative:
Evaluation summary: the part was not returned for inspection, nor were pictures of the part provided. There is not enough information to determine the cause of failure. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the blade snapped in half during use.